Event description:
User facility narrative: "this distal portion of the gastrostomy tube had to be surgically removed from the bowel. The proximal portion of the device the pt had at home and brought in to the facility." Ballard medical products has no first-hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.